Event description:
On (B)(6) 2021, I registered online with the philips CPAP recall. On (B)(6) 2022, I exchanged the recalled CPAP for a replacement with auto dream station 2 (B)(6). On (B)(6) 2025, while in the process of checking & changing out supplies, I was shocked when I saw that after only 2 weeks use, the disposable filter was black/black & non-disposable was gray. Why, after only 2 weeks, would they get so dirty when not anything else had changed. I changed filters & checked them again on (B)(6) 2025 and found they were just as black. Couldn't believe I'd been breathing that. I'd been having some new sinus issues & something was going on with breathing with the CPAP.I knew I was definitely going to need more filters so I called local supplier. She brought out new machine to try & result was no more black filters. She informed me that it was the machine & not mold as I thought it might be. She also said she'd had 4 others to call about the same problem. I thought the replacement would be phillips responsibility, but now I'm finding that medicare is paying & so will I come (B)(6) & my annual deductible. Now I feel unsecure with my CPAP & wonder what would have happened had it caught fire while I was sleeping. I don't care how level you place it nor how clean you keep it I would not want to be the one still using the CPAP & it catch fire. I was told to discard the old one, but I still have it along with the black filters. Pt code: 4580. Device codes: 1420, 2944, 3015. Ref report: mw5180767.